Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and found issue could not be created and the customer finished the case. Upon extensive investigation in the systems logs representative found the customer had rebooted the mobile view station 3 times and the imaging system once. When looking into these reboots he noticed that the umbilical cable keep reporting that it was connected. This finding comes via the connection between the mobile view station and the imaging system not fully seated. When he found the umbilical was removed, reseated and system powered on customer did not have an issue. And later scheduled to monitor this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that system would not create a 2d image with hand switch or foot pedal. Site had to reboot both the systems together to produce the scan. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.